Manufacturer narrative:
The results of this investigation concluded tears in cusps 1 and 3 and fibrous thickening of all three cusps. Fibrous pannus ingrowth was observed on the outflow surfaces of cusps 1 and 3, and on the inflow surface of all three cusps which narrowed the inflow diameter. Tiny calcifications were observed within the fibrous pannus on cusp 2. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcifications, pannus, and cuspal tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted in the aortic position. The valve was explanted due to transvalvular aortic regurgitation secondary to suspected structural valve deterioration on (B)(6) 2015. Ex vivo, a fold was observed on one of the trifecta valve cusps. A 21mm non-sjm valve was implanted.